Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. It was reported that they got a repeated blank display following the battery replacement. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a back-up plan as per health care professional¿s recommendation, until the replacement battery cap arrives. The insulin pump will not be returned for analysis.